Event description:
Philips heartstart on site defibrillators are being shipped with a 13 year old american heart association CPR algorithm without notice in advertising or product description. I purchased a philips heartstart onsite defibrillator in (B)(6) 2018 manufactured in 2017. Model m5066a. Aef serial number (B)(4). When I tried to set the device up for training I discovered that the device CPR algorithm is fixed at the 2005 guidelines advising CPR 30 compressions followed by 2 respirations. The 2008 american heart association scientific advisory advises the use of hands-only CPR without ventilation (rescue breathing). Practice since 2010 and recommendations from 2015 advise bystander hands-on experience CPR. I contacted the selling agency and they referred me to the manufacturer philips. I contacted philips twice and they offered to correct the algorithm on my device through their local representative. The first time the local representative never contacted after several tries on my part. I contacted philips again and they referred me to their regional manager. He originally wanted me to purchase additional equipment so that I could correct the error myself. However, he then offered to correct the error. I am now told they do not have equipment to correct their error. I am left with a device with a defective CPR algorithm that is 13 years old and has been shown to have inferior deployment by bystanders and also has shown inferior in patient resuscitation. Further the device does not support current bystander teaching and I am unable to get the device updated.